Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be identified. It should be noted that the IFU advises the user to not force the passage, stop the procedure and determine the cause of resistance before proceeding if any resistance is felt at any time during lesion access.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the rca. When trying to pass the orsiro through the calcified lesion, strong resistance was felt, and the device did not pass. After withdrawal of the device, it was detected that the tip of the stent was turned up.